Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving lioresal at 70 mcg/day via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On 03-jun-2016 it was reported that the pump slid out again (see manufacturer¿s report # 3007566237-2016-02356 for prior event) and was showing lots of movement. The pump had been moving since 2013. Per the patient, they had to hold her pump down at refills and when she got a scan. The patient was looking for a new physician to address the issue. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.